Event description:
It was reported that the guidewire could not be inserted into the tip of the lead during the implant procedure. Lead was not used and was replaced successfully. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.